Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirmed the reported event was caused by an electrical failure. Failed bench level testing but passed continuity tests. Cat 6 cable testing, gbit and 100t tests. The gbit test passed. The t100 test failed,opens between lines 1 to 3 and 2 to 6. Passed visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was the cause of the reported communication problem between the mobile view station (mvs) and image acquisition system (ias). The umbilical cable was replaced and the issue was resolved. The replaced cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not fully boot up and the pendant displayed a message stating "mvs connected, but not ready". The umbilical cable was disconnected, the system rebooted, and the umbilical reconnected, which did not resolve the issue. There was no patient present when this issue was identified.